Event description:
The following was reported via medwatch/MDR report# mw5188469: involving forceps cev525 fenestrated 20mm jawz (cev525) "surgeon inserted microfrance into a trocar and a piece of the microfrance broke off in the trocar. The broken piece was retrieved from inside the trocar. A new microfrance was obtained and the procedure was completed. No harm to patient."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.